Manufacturer narrative:
The device is not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on all available information and without return device to analyze, a cause for the reported inability to open the clip in anatomy could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
This is filed to report inability to open the clip. It was reported that mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4 with a restricted posterior leaflet. The first clip was implanted with no reported issue. Another clip was advanced to the anatomy with no reported issue; however, the clip would not open. The physician theorized the cause of the clip not opening may have been due to over tightening of the locking device post flushing, thereby pulling the lock lever beyond the blue line. After multiple attempts, it was decided to remove the clip. Another clip was implanted with no reported issue, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.